Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and system hazard use misuse analysis. The DHR (device history review) for sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for odor/smells failures prior to this event. Trending analysis for haze/ oil mist issues associated to the sterrad nx found there is not a significant trend. (B)(4). There were no parts returned for investigation of the report of smoke. The root cause was determined to be human error, the vacuum pump oil fill plug had not been replaced after an oil change. Oil splashed/ spilled and smoke occurred as a result. The field service engineer was retrained on proper procedure for servicing the sterrad nx.

Event description:
The customer reported hearing their fire alarm going off, they rushed into the room and found a lot of smoke and oil in the back of the sterrad nx by the fan. There were no flames and the customer took the unit out of service. There were no human reactions of any kind due to this incident. The unit was assessed onsite.

Manufacturer narrative:
(B)(4) no code available: missing vacuum pump oil fill plug. An asp fse was dispatched to assess the unit. Upon arrival he found that the system had been moved from the operating room area to the engineering department. The asp field service engineer (fse) removed the covers to inspect the system and discovered that the vacuum pump oil fill plug had not been replaced after an oil change and an oil splash occured as a result. The oil sprayed onto the lower portion of chamber exterior, the upper portion of system, and on the ac control assembly. The cycle canceled due to insufficient vacuum pump oil. The system was not powered up during this inspection.